Manufacturer narrative:
(B)(4). Device was evaluated with no defect found. Returned test strips produced lo readings on 75 level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer' nurse complains of lo results. Nurse states that customer is passed out and has dry skin, and leg pain. Unable to obtain further information in regards to storage or open vial date due to customer's medical condition. Reviewed meter memory:unable to review due to customer's condition that required medical assistance. Memory concerns:undisclosed. Nurse states customer is passed out, with dry skin and leg pain. Instructed nurse to seek medical attention immediately. The customer went to see his doctor on (B)(6) 2015. When he got to the doctor and a blood test was performed the result was 86mg/dl. The customer was not given any medication and was sent home at 4:45pm the same day (B)(6) 2015. The customer is feeling well at this time and has no symptoms of low sugar.